Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implanted]). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported he had exchanged the iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 03/22/2010, 03/25/2010, 04/01/2010, and 04/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).